Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving infumorph 15 mg/ml; 1.5 mg/day via an implantable pump. Indication for use was non-malignant pain and post lumbar laminectomy syndrome. The date of the event was (B)(6) 2016 during a procedure. It was reported the patient was having her pump replaced and during the replacement it was noticed the catheter was out of the intrathecal space. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. No diagnostics or troubleshooting was performed. The patients managing physician was notified. The pump was replaced. The managing physician will schedule a catheter replacement. The patient did not have any symptoms. The issue was not resolved. Patient status at time of this report was alive - no injury.

Event description:
Additional information was received. It was reported that the catheter was left in the pocket but was discovered to have been pulled free from the intrathecal space.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.